Event description:
Additional information received reported that perioperative antibiotics were administered to the patient when her implantable neurostimulator (ins) was removed for infection. Signs and symptoms of infection included fever, redness, swelling, drainage, and pain. The primary location of the infection was in the ins pocket. A culture was obtained from the ins pocket. Both IV and oral antibiotics were prescribed for the patient. The patient's infection was resolved. It was noted that the patient had diabetes and a debilitated status as risk factors prior to ins implantation.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient's implantable neurostimulator (ins) was removed due to infection. The patient was taken by ambulance to the hospital because the ins pocket site was swollen and had a collection of fluid. The patient couldn't feel the device with all the fluid. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 435135, lot# serial# (B)(4), implanted: (B)(6) 2004, explanted: product type lead. Product ID 435135, lot# serial# (B)(4), implanted: (B)(6) 2004, explanted: product type lead. (B)(4).